Event description:
It was reported that during a hepatectomy procedure, the blade was broken off after a few actuations. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4).